Event description:
During index procedure one endeavor sprint drug eluting stent was implanted in the cx. Approximately 46 months post the index procedure, the patient experienced a gi bleed. Patient was on dapt at time of event. The patient received medication as treatment. Investigator assessed that the event was not related to the study device. Patient recovered.

Manufacturer narrative:
Approximately 64 months post index procedure the patient suffered from restenosis which was treated with a tv revascularization. Non-medtronic stenting was carried out. Investigator indicated that the event was not related to the study device. Patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.